Event description:
The end user stated while operating the power wheelchair outdoors on the deck it stopped and she fell.

Manufacturer narrative:
No malfunction suspected. The user was operating the power wheelchair outdoors exiting the house over a threshhold onto the wooden deck when it stopped and the user fell. The user was not wearing the seat belt. Hoveround's owner's manual warns "to avoid serious injury or death: [a]ways use the seat belt."